Event description:
Recently purchased clear care solution by ciba vision, at (B)(6). This product was right next to all other saline solutions/ multi-purpose solutions for contact lenses. Tried the product because I had a coupon for it. Used the product for the first time yesterday ((B)(6) 2015). Experienced immediate searing pain once I applied my contact lense to my eye. Took nearly 3 minutes before I was able to pry my eye open to attempt to remove the contact lense. Once the contact was able to be removed, flushed eye with water. Experienced extreme redness to my entire eye, swelling, and extreme burning and pain. Was unable to wear contact lense after this occurred. Due to the pain not subsiding for over 8 hours, had to go to the optometrist to be examined. After examination, was told that I had a chemical burn to my eye due to the hydrogen peroxide in the clear care solution. The chemical burn was so severe that it actually burned a hole right through my cornea. Was told that my vision should return to normal in 1-2 weeks.